Event description:
Patient who was outside of cook's instructions for use (IFU) with a 90 degree aortic neck, underwent aaa repair with one main body graft and two iliac leg grafts being placed in 2006. Over time, a proximal type I endoleak developed. In 2007, physician implanted a renu cuff with a positive outcome.

Manufacturer narrative:
Evaluation: key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting, these key anatomic elements may be more conducive to graft migration. No product was returned by the customer to assist in this investigation. Based upon the information provided, most likely the endoleak occurred due to the patient's adverse anatomy.